Event description:
Injury 12/12/96 resulted in a fractured hip. Resident died 1/10/97. Report sent to c0. It was their bed alarm that was on resident's bed when she exited and it did not alarm. Resident found walking in her room. Na immediately went to pt's side as she began to fall, landing on her lt hip. Resident has been in a declining status for many months. Her ambulation was only with assistance. During the day she would ambulate in a merry walker for exercise. Following her surgery for hip repair that resulted from the fall, she rapidly declined. On december 16, 1996 maintenance received a request to check a bed exit device. It was reported that it was not alarming when user left bed. First wall socket was checked for proper power and condition, they were ok. Secondly unit was tested in the bed and did not work. All connections were checked and found to be correct. Next device was taken to maintenance shop and tested with a different new sensor pad. Unit would still not function. Device was given to environmental service dir. Who is making arrangements with vendor to have it repaired and inspected.